Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: all available information was investigated, and the reported deformed steerable guide catheter (sgc) tip could not be confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. In the absence of a confirmed failure mode, a conclusive cause for the reported material deformation at sgc tip could not be determined. A definitive cause for the reported failure to advance appears to be related to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report material deformation on the soft tip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. It was noted dilated right atrium and ventricle. A steerable guide catheter (sgc) was inserted into the patient; however, only one-fourth of the sgc could be inserted. The sgc failed to advance further due to resistance with the anatomy. The sgc was removed and a bulge on the tip was observed. Another sgc was used to successfully complete the procedure. One clip was implanted, reducing mr to 1+.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.